Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and radiculopathy. It was reported that prior to implant, the patient requested the health care provider place the implantable neurostimulator in the abdomen and even marked the spot with an ¿x¿; however, the health care provider still placed the implant in the buttock area and whenever the patient sat down, it was right on the implantable neurostimulator and the implantable neurostimulator was in the way. The patient had a revision/replacement of the implantable neurostimulator on (B)(6) 2011 to relocate the implantable neurostimulator. However, during the revision, the patient experienced pulmonary arrest and then cardiac arrest; however, they were able to revive the patient. There were no further complications reported or anticipated.